Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the reported problem was found at the time of turning on the device and there was no patient involvement. It was reported that the geometry movement is faulty. Upon further inspection, philips field service engineer (fse) visited onsite and checked the logfiles and confirmed the error "unable to communicate with geo ipc and found the geo ipc was defective. The defective c\geo ipc was returned to failure analysis and confirmed the ipc does not start, and wrong hdd model.fse replaced the geo ipc and downloaded the software. After the replacement of geo ipc, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were faulty - the table could not be locked the device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced geometry ipc, reloaded the software, and the issue was resolved. The device was returned to use in good working order.